Event description:
According to the reporter, prior to use, the light of the videolaryngoscope was on, but there was no visual. Tried with an alternate battery, but the same issue occurred. Pulled the battery to check the serial number, but it fit very tight. Needed to use pliers to get the battery out, and the tab on the battery broke. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: mcgrath 3.6v battery 340-000-000 - 340-000-000, lot# h22052204 this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.